Manufacturer narrative:
A valid production code hasn't been provided by the reporter who has not responded to a request for follow-up, therefore no further product investigation is possible.

Event description:
Tss (toxic shock syndrome). Septicaemia (sepsis); scarring (scar), a spontaneous report was received via social media on 28-jun-2019 from a female consumer, age unknown, stating she used (B)(6) tampon, version/absorbency/scent unknown on an unspecified date, and was in the hospital with tss, septicaemia, and scarring. She stated she would not be using the product again. The outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided.